Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. It was reported there were no problems with equipment handling, and there was no request for facility training. The customer confirmed the device was properly reprocessed in accordance with the instruction manual. The main body, cock, forceps plug, and tightening knob (cap) were all disassembled and were cleaned and disinfected in accordance with the instruction manual.

Event description:
It was reported that there was an increase in the number of infections about a year ago and the director felt it was 10-20 people. Some patients were admitted to other hospitals with fever during the night and on saturdays and sundays. A culture test on the device was not performed. The event was reported after use of the forceps/irrigation plug in association with the cysto-nephro videoscope. Additional information regarding patient symptoms, diagnosis, and treatment was requested, but the customer declined to provide it. This report is for patient 17 of 20.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to field (g2) and to provide updates to fields (b5 and h3). The device was evaluated by olympus, and the subject device was observed to have discoloration on the screw part of the locking ring. Additional reprocessing information was obtained that revealed some deviations in the reprocessing procedure that were identified during the facility visit. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to deviation from the instruction manual may have caused insufficient reprocessing. The component analysis of the discolored part of the device revealed hydroxide, and the main component may be rust. Therefore, it is possible that the subject device may have been related to infection. However, the specific root cause of the reported event could not be determined. The event can be detected/prevented by following the IFU which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported by the facility that there have been no more health hazard events since receiving the replacement device. Also, there have been no reports that any of the involved patients are hospitalized at this time or have residual injuries related to the infections.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.